Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned device exhibited signs of repeated use (nicked/gouged) and was fractured in two pieces. The device history records were reviewed and no discrepancies were identified. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during impaction of the femoral trial. No further information is available.